Manufacturer narrative:
Additional information. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause can be attributed to user error due to excessive pressure used when drawing back the syringe. The complaint allegation is not confirmed due to our inability to do functional testing in the lab.

Event description:
On 05/30/2024, it was reported by a sales representative via e-mail that an angel machine wouldn't calibrate the amount of blood going into the centrifuge and would not spin but most of the blood was in the abs-10062t angel® cprp system with aspiration kits disc and couldn't be saved. The case was completed using another angel machine and a new disc. Additional information was provided on 06/05/2024 via (B)(4) where the sales representative reported that an abs-10060 angel machine has continued to give them trouble and malfunction with multiple errors. The most recent error is air being detected in the tubing. In some instances, they have been able to take the same kit and move to an alternative centrifuge, and the air was no longer detected leaving them to believe the issue is isolated to this machine angel machine strictly that is acting up.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.